Event description:
Information received from the field notes that at the patient's post-implant check-up, atrial loss of sensing was discovered. The patient was then brought in for atrial lead repositioning. X-ray showed no slack in the lead. Lead impedance was about 900 ohms bipolar with the screw retracted. With the screw extended, impedances were 290 ohms unipolar an d 490 ohms bipolar. Thresholds "were also bad at implant."